Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient's sensor stopped session then started again without user input. No additional patient or event information is available. Data was provided for evaluation. The complaint confirmation was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. A voltage test was performed and it passed. A pairing test was performed and it passed. The log was downloaded and reviewed finding errors related to the complaint. The allegation was confirmed. The root cause could not be determined.